Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat lumbar stenosis with fixation . It was reported that planning was done prior to the procedure by the surgeon. A hover-t was used to secure the surgical system to the patient. Registration was successful after acquiring 2 obl images. The operation workflow went cephalad to caudad, starting on the patient's right side. , then the surgeon switched sides to instrument the patient's left side. The left l3 trajectory was resent from the same station a second time due to surgeon request. Neuromonitoring showed right s1 having a possible medial breach/communication with a foreign metal body. The surgeon redirected the implant to lateralize it, by hand. Final fluoro imaging and neuromonitoring showed safe and accurate placement of all implants. Post-op, it was discussed that the low stimulation of the implant maybe due to proximity to the metal artifact. There was no patient harm and the procedure was not delayed over an hour.